Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the power supply switched off on its own during service. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) power distribution was replaced to resolve the reported issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 11, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a power surge in the customer¿s facility inducing nonconformity in the printed circuit board (pcb) power distribution. The manufacturer internal reference number is: (B)(4).